Manufacturer narrative:
No test methods have been performed ((B)(4)) as the product performed in accordance to specifications ((B)(4)) and the device was used in accordance with labeled indications ((B)(4)). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported the symptom of chest pain and the invisalign product was being used at that time.

Event description:
The patient reported the symptoms of sore throat and chest pain. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed any medications to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018 and is currently getting better. The treating doctor did not consider the event was serious or life threatening to the patient.